Event description:
The customer stated that she was hospitalized with a blood glucose reading of 16 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer was disconnected during priming. The reservoir volume on the insulin pump did not match the amount actually remaining in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.